Event description:
It was reported by an attorney that a patient underwent surgery to remove intrauterine fibroid tumors and had a laparoscopic hysterectomy involving uterine morcellation on (B)(6) 2012. On (B)(6) 2012, the patient was informed that she had leiomyosarcoma. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent repair of urinary bladder, radical excision tumor of pelvis, resection of omentum on (B)(6) 2013. It was reported that patient underwent morcellator-assisted laparoscopic hysterectomy and lysis of adhesions on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.